Event description:
Event description cpi received information that during the routine replacement of this ventak p implantable cardioverter defibrillator (ICD), it was discovered that one of the setscrews of the ICD had a piece of a torque wrench broken off in it (apparently from the implant procedure 39 months earlier). Subsequently, during the explant procedure, the setscrew could not be loosened, and the lead could not be removed from the header. The chronic lead system could therefore not be re-used, and was capped and replaced during a second surgery at another facility.